Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the ra lead was found to be dislodged. The device was extracted and replaced with another manufacturer's lead. The patient was hospitalized without any additional adverse effects reported. The device is not expected for return, as it was discarded at the hospital.